Manufacturer narrative:
The field service representative (fsr) observed leakage from the sample probe and replaced the sample probe tubing (list number 01g48-05) to resolve the discrepant creatinine result issue on the architect c1600669 analyzer. The part associated with this complaint are not available for return. The instrument service history was reviewed and did not identify any additional service tickets associated with discrepant/erratic results. A review of tracking and trending did not identify any trends. Manufacturing documentation was reviewed and did not identify any issues associated with the complaint issue. Review of product labeling found adequate information regarding the issue. Based on the information within the complaint record no systemic issue or deficiency was identified for the architect c1600669 system or the sample probe tubing, list number 01g48-05.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased architect creatinine result for one patient, which the physician questioned the result. The following patient data (sid (B)(6)) was provided: (B)(6) 2019 initial result = 33 umol/l, (B)(6) 2019 repeat result = 184 umol/l. The repeat result was confirmed on another architect. The reference range the customer uses for creatinine is 50 to 98 umol/l. No impact to patient management was reported.